Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit, 30 cm.

Event description:
A report was received that the products were returned as these were defective. It was noted that the contacts were out.

Manufacturer narrative:
Sc-3400-30 (sn:(B)(4)) device evaluation indicated that the complaint was not verified. The device passed an impedance measurement test. However, visual inspection revealed that the lead body was bent between the contact #16 and the retention sleeve, and the contact #10 and #11. The damage was considered a procedure-related damage.

Event description:
A report was received that the products were returned as these were defective. It was noted that the contacts were out.

Manufacturer narrative:
Sc-3400-30(sn:(B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the products were returned as these were defective. It was noted that the contacts were out.